Event description:
It was reported that the customer was hospitalized due to high blood glucose of 320 mg/dl. It was stated that the customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. Reviewed the programming and found that the basal and bolus do not match with the daily totals. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.